Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise was confirmed in the laboratory. An insulation abrasion was noted at 30.3cm to 30.9cm from the distal tip. The rv cables were broken. The inner insulation was also abraded at the same area. The damage found is consistent with that of friction to the ICD can.

Event description:
It was reported that noise was observed on both atrial and ventricular leads. The noise had resulted in an inappropriate shock. During explant, the physician observed that the atrial lead was wearing away the insulation of the ventricular lead. The leads were explanted.